Event description:
The customer's father reported that his son experienced convulsions and when he took his son's blood glucose level, it read normal on their freestyle freedom meter. The customer was transported to the hospital and they received a low blood glucose level of 45 mg/dl. The customer was diagnosed with severe hypoglycemia and treated with sugar water. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. However, according to the memory log of the meter, the customer received readings of 128 mg/dl, 154 mg/dl, 178 mg/dl during the reported event. See scanned pages.